Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 399 (mg/dl). Customer refrained from consuming too much food and delivered a humalog injection and bolus to address bg levels. Reportedly, customer believes elevated bg levels are attributable to stress, an unrelated hospitalization and food consumption; therefore, customer declined to complete any troubleshooting with tandem technical support. Recommendation was made to consult with health care provider to discuss factors regarding diabetes management.